Event description:
The clinic reports that the arterial port of the tesio catheter and venous bloodline separated 40 minutes into treatment resulting in an estimated blood loss of 150cc. The venous pressure alarm on the 2008h did not sound. The blood flow rate was 350ml/min and the venous pressure pre incident was 180. The pt remained stable and no medical intervention was required. MDR filed due to blood loss only. The clinic indicates that the sample is available.